Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.

Event description:
It was reported that during a restenosed lesion of the aorta, the fox cross balloon was inflated to unspecified atmosphere and the balloon ruptured transversely. The balloon became separated into 2 pieces and difficulty was encountered during removal with the catheter and balloon segment which became 'stuck' in the 7 fr sheath. The catheter and the balloon were removed together as a system. There was no reported pt sequela. No additional info was provided.